Event description:
It was reported, "loose femoral component was found during a synovectomy. Revision surgery deemed appropriate. Large mrh femoral component was revised to medium mrh femur due to bone lost with re-cutting. A 155mm long x 16mm diameter fluted stem was implanted. A 20mm insert was implanted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.